Event description:
The stent migrated a few hours after being placed to help seal a tracheoesophageal fistula. It was scheduled to be removed 24/48 hours later. This event has been characterized as off label use. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The lot number of the device involved is unk, therefore, it is not possible to determine if a device of the same lot number is in stock. The device involved in the complaint was not returned for eval. A document based investigation was carried out with the info provided. The cause of this complaint has been determined to be user error as the device was not used as per its intended use. Prior to distribution, all evo-fc-20-25-12-e devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records could not be conducted as the device lot number is unk. A review of the 2-yr old complaint history for this product family was conducted. This type of report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. No corrective action is warranted at this time as this complaint was due to user error and is considered an isolated incident. The likelihood of this type of occurrence is rare. However, complaints of this nature will continue to be monitored.